Event description:
Reprise iii study. It was reported that endocarditis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelets at the time of index procedure. The patient received loading doses of 300 mg of clopidogrel and 81 mg of aspirin. A lotus introducer sheath was placed and the native aortic valve was treated with deployment of a 25 mm lotus valve into the proper anatomical location. Two days later, the patient was discharged on aspirin and clopidogrel. Post procedure event summary: 1353 days post index procedure, the subject was diagnosed with endocarditis. The patient was hospitalized for further evaluation and treatment. Echocardiogram was performed as diagnostics for the event. The event was treated medically. Five days later, the event considered to be recovered. It was further reported that on (B)(6) 2020, the subject came to the hospital for a 48-month follow-up visit. Physical examination revealed the subject to be alert and oriented with no acute distress. Regular heart rate and rhythm with 1/6 systolic murmur were noted. Blood cultures were negative for vegetation. Electrocardiogram(ECG) revealed sinus bradycardia with 1st degree atrioventricular(av) block. Transthoracic echocardiogram (tte) assessment revealed aortic valve area of 2 cm^2, mean aortic pressure gradient 8 mmhg with no evidence of paravalvular aortic regurgitation. Left ventricular ejection fraction was normal at 71%. The gradients were stable and there was no evidence of vegetation.

Manufacturer narrative:
B5: describe event or problem: updated. H3: patient codes: updated.

Event description:
Reprise iii study. It was reported that endocarditis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelets at the time of index procedure. The patient received loading doses of 300 mg of clopidogrel and 81 mg of aspirin. A lotus introducer sheath was placed and the native aortic valve was treated with deployment of a 25 mm lotus valve into the proper anatomical location. Two days later, the patient was discharged on aspirin and clopidogrel. Post procedure event summary: 1353 days post index procedure, the subject was diagnosed with endocarditis. The patient was hospitalized for further evaluation and treatment. Echocardiogram was performed as diagnostics for the event. The event was treated medically. Five days later, the event considered to be recovered. It was further reported that on (B)(6) 2020, the subject came to the hospital for a 48-month follow-up visit. Physical examination revealed the subject to be alert and oriented with no acute distress. Regular heart rate and rhythm with 1/6 systolic murmur were noted. Blood cultures were negative for vegetation. Electrocardiogram(ECG) revealed sinus bradycardia with 1st degree atrioventricular(av) block. Transthoracic echocardiogram (tte) assessment revealed aortic valve area of 2 cm^2, mean aortic pressure gradient 8 mmhg with no evidence of paravalvular aortic regurgitation. Left ventricular ejection fraction was normal at 71%. The gradients were stable and there was no evidence of vegetation. It was further reported that the endocarditis was found to not be related to the lotus valve. In addition, no action was taken to treat the 1st degree av block.

Event description:
(B)(6) study. It was reported that endocarditis occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelets at the time of index procedure. The patient received loading doses of 300 mg of clopidogrel and 81 mg of aspirin. A lotus introducer sheath was placed and the native aortic valve was treated with deployment of a 25 mm lotus valve into the proper anatomical location. Two days later, the patient was discharged on aspirin and clopidogrel. Post procedure event summary: 1353 days post index procedure, the subject was diagnosed with endocarditis. The patient was hospitalized for further evaluation and treatment. Echocardiogram was performed as diagnostics for the event. The event was treated medically. Five days later, the event considered to be recovered.